Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy and stimulation in the wrong area following multiple falls. X-ray result confirmed that the lead had migrated. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, the patient is doing well and therapy was restored.